Event description:
Rptr complains of leg, joint, chest and bladder pain, breast hardness, painful breasts, redness and swelling of skin, enlarged glands and lymph nodes, fatigue, swelling of hands and feet, shortness of breath, weight gain, fibrosis, infections, and capsular contracture.